Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer parent reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 at 3: 00 pm was unknown. Customer feel ok to troubleshoot. Customer did not mention any symptom. Customer was hospitalized because they had diabetic ketoacidosis. Customer did not mention the name of the hospital. Customer current blood glucose was 475 mg/dl. Customer blood glucose reading at the time of the incident was unknown. Customer treated their high blood glucose with insulin pump. Customer did contact their healthcare provider for high blood glucose reading. Customer was wearing the insulin pump during hospitalization. Customer drive support condition was not mention. Customer did not check air bubbles or leaks. Customer did not mention of the cannula was bent. Customer did not check insulin pump setting and high pressure test. Insulin pump will be returning for analysis.